Manufacturer narrative:
Unit was not received in manufacture mode. Unit was monitored and no missing segments, partial display or gray display noted. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08760 inches. No over delivery anomalies noted. No replace battery now alarms or pump errors noted. The motor was tested outside of device and passed. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. Unit was unable to connect to glucose sensor simulator, problem isolated to printed circuit board. Unit was received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer's blood glucose was unknown. The customer was able to rewind the insulin pump. The customer reported that the insulin pump had partial display and screen was very dim and went grey. The customer stated that the insulin pump was neither dropped nor bumped. The insulin pump will be returned for analysis.